Event description:
It was reported that the patient has expired after an implant duration of approximately 0.9 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Unfortunately, no patient information was reported; therefore, further information could not be requested regarding this patient, device or event. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 410 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. Nothing further was reported.